Event description:
Everest rod slipped approximately 9 months post-operatively. Patient was revised..

Manufacturer narrative:
The manufacturing and inspection records of the explants were reviewed and no discrepancies were found. The implants were observed to be stained/discolored upon return (possibly from cleaning and autoclaving) making it difficult to visibly evaluate the wear patterns on the rod contact side of the set screws . Unfortunately, given the condition of the implants, it is not possible to definitely determine the root cause of the rod slip. The patient was reportedly successfully revised.